Event description:
Sex: unk. Procedure: vats bullectomy. According to the reporter: after firing egia roti60-3.5 an egia roti45-3.5, 60-3.5 was fired again. On the patient side, however, a staple in the middle of staple line did not form b shape. Leak test was performed and a leak was found from the area mentioned above. The staple line was repaired by manual suturing. No bleeding was reported. Surgery time was extended by approximately one hour.